Event description:
Information received indicates the head of the bed will rise up but slowly lowers itself back down.

Manufacturer narrative:
The technician replaced the valve guide solenoid to repair the bed.